Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto 3 system and a map shift no error message prompted, no cardioversion performed and no patient movement issue was observed. The model is frequently shifted. The service provider provided the machine software version is v7 and the specific software version is not available. Additional information was provided on 26-nov-2024. The system did not prompt an error, and the map offset was discovered due to the catheter not being able to reach the position on the model properly. It was discovered during the ablation process. Model overall shift. No cardioversion was performed and the patient did not move. This event was originally considered non-reportable, however, bwi became aware on 26-nov-2024 that the system did not prompt an error, no cardioversion was performed and the patient did not move prior to the map shift and have reassessed the event as a MDR reportable map shift. The awareness date for this record is 26-nov-2024.

Manufacturer narrative:
The investigation was completed on 23-mar-2025. It was reported that a patient underwent a cardiac ablation procedure with a carto 3 system. The model is frequently shifted. The bwi field service representative arrived on site for troubleshooting and repair. The bwi field service representative replaced the acl tx card as part of troubleshooting. During the on-site troubleshooting, it was found that the newly sent acl tx card (not new card) was faulty. The bwi field service representative confirmed that all issues were resolved by replacing the patient interface unit/location pad kit (piu/lp kit) with another one that was delivered to the customer. The system is ready for use. The suspected patient interface unit/location pad (piu/lp kit) was sent to the manufacturer for investigation. During the investigation, it was found that the issue is caused due to defective connector on the backplane card. The backplane card was repaired and the issue was resolved. The complaint history of the system was reviewed. A manufacturing record evaluation was performed for the carto3 system s/n: (B)(6), and no internal actions related to the reported complaint condition were identified. An internal corrective action has been opened to investigate damaged connectors on backplane cards. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).